Event description:
It was reported the rigid video laparoscope had an abnormal image. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle had broken wire in uc sheath (universal cable) and light guide bundle on the distal end of insertion tube is chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.